Event description:
It was reported that during a laparoscopic assisted low anterior resection the device would not open. The device had not cut or stapled the tissue. A new device was used to complete the case. There was no pt consequence.